Event description:
Surgeon complained monitor displayed a reasonable blood pressure when infact the patient had a blood pressure of 0. The surgeon apparently read the displayed systolic and dyastolic readings as current and not the last valid pressure measured. This interpretation contributed to a false assumption that the patient was not in circulatory failure due to internal hemorrhagedevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jul-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, mechanical tests performed, performance tests performed. Results of evaluation: none or unknown, invalid data. Conclusion: there was no device failure, user error contributed to event. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device temporarily removed from service, inserviced by biomedical engineering dept. Staff. The device was not destroyed/disposed of.